Manufacturer narrative:
The returned device consisted of a watchman delivery system without the implant and the device was bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts bent and flared). The damage to the device was consistent with implant deployment and recapture. The device was functionally tested by prepping the device with a syringe (filled with water). When the device was flushed, air was fully evacuated from the system.

Event description:
It was reported that there was air in the device and an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The physician felt unexpected resistance when deploying so the position of the device became too proximal. This device was fully recaptured and removed from the patient. A new 24mm closure device was prepared. There was no air noted in the device or the patient at this time. When the delivery system was advanced, it was noted that there was air in the device. The procedure was continued and the closure device was deployed in the laa of the patient. After the device was deployed, air was confirmed via echo and fluoroscopy to be on the device surface. The closure device met release criteria so the device was released and successfully implanted in the patient. After the device was released the delivery sheath was used to remove 100cc of blood and air together from the patient. A small amount of air remained on the device surface despite efforts from the physician to remove it. The physician decided that this was acceptable and the procedure was completed. The patient was doing well the next day and there were no complications that were reported from these events.

Event description:
It was reported that there was air in the device and an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The physician felt unexpected resistance when deploying so the position of the device became too proximal. This device was fully recaptured and removed from the patient. A new 24mm closure device was prepared. There was no air noted in the device or the patient at this time. When the delivery system was advanced, it was noted that there was air in the device. The procedure was continued and the closure device was deployed in the laa of the patient. After the device was deployed, air was confirmed via echo and fluoroscopy to be on the device surface. The closure device met release criteria so the device was released and successfully implanted in the patient. After the device was released the delivery sheath was used to remove 100cc of blood and air together from the patient. A small amount of air remained on the device surface despite efforts from the physician to remove it. The physician decided that this was acceptable and the procedure was completed. The patient was doing well the next day and there were no complications that were reported from these events.